Event description:
It was reported that customer's insulin pump alarmed failed battery test twice during a battery change. The problem was resolved with a battery change. Customer used energizer batteries from a different package. The device history showed an alarm after the battery change. Customer was advised to clean the battery contacts, replace the battery cap, and call back if the problem persists. Customer's blood glucose was 102 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.